Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: user excessive force or torque. Manufacturing/assembly error. Severe shipping conditions. User error in not properly inspecting unit prior to use. Material/design error. Constant irrigation flow is not maintained leading to limited field of view . Use of incompatible instrumentation/hardware. Improper cleaning/sterilization. Large anatomy. Damaged or deformed o-ring. User error with green light laser leading to component melting. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
Surgeon placed the uterine manipulator cone in the vaginal vault. At the end of the surgery the surgeon stated they removed the device and placed it on the back table. The cone portion was not attached and it went unnoticed by the surgeon and the surgical team. The patient returned to the emergency department the following day after experiencing a gush of fluid leaking down their leg and felt a 'popping' sensation and felt something hanging out of their vagina. The device was removed by the emergency department physician. What was the original intended procedure? Manipulate the uterus. Device usage problem: device malfunction that is, the device did not do what it was supposed to do.

Event description:
Surgeon placed the uterine manipulator cone in the vaginal vault. At the end of the surgery the surgeon stated they removed the device and placed it on the back table. The cone portion was not attached and it went unnoticed by the surgeon and the surgical team. The patient returned to the emergency department the following day after experiencing a gush of fluid leaking down their leg and felt a 'popping' sensation and felt something hanging out of their vagina. The device was removed by the emergency department physician. What was the original intended procedure? Manipulate the uterus. Device usage problem: device malfunction that is, the device did not do what it was supposed to do.